Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had a problem with their implantable neurostimulator (ins) battery and it was ¿stinging bad.¿ the patient stated that they then noticed a boil coming up on the side of the ins battery and it seemed to be filled with blood. The patient mentioned that they ¿busted¿ the boil, but then it reappeared on the date of this report. It was noted that the boil was the size of the patient¿s thumb. The patient stated that they told their pain management physician, who instructed them to go to the emergency room, see their managing healthcare provider (hcp), or contact the manufacturer. It was noted that the issue started on (B)(6) 2017. No further complications were reported or anticipated. Indication for use is non-malignant pain.